Event description:
It was reported that during a da vinci s prostatectomy procedure, while the surgeon was dissecting tissue, arcing to adjacent tissue occured from a split in the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The mcs instrument was immediately removed and examination of the tip cover accessory by the surgical technician found that the silicon portion of the tip cover accessory had a char mark. A replacement tip cover was used to complete the planned surgical procedure. No patient harm, adverse outcome or injury occurred and no surgical intervention or repair was required as the affected tissue was tissue that was being removed as part of the surgical procedure. Per the initial reporter the tip cover accessory was discarded and to the best of his knowledge the patient has not returned to the hospital due to any post surgical complications as a result of the reported event.

Manufacturer narrative:
The damaged tip cover accessory and monopolar curved scissors instrument have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover and/or instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information: type of reportable event.